Event description:
It was reported that during the implant and during repositioning this right ventricular (rv) lead the helix became damaged and was thus not used. No adverse patient effects were reported. The lead was expected to be returned.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that during the implant and during repositioning this right ventricular (rv) lead the helix became damaged and was thus not used. No adverse patient effects were reported. The lead was not expected to be returned as it was disposed.